Event description:
It was reported that the physician was activating a new program for motor cortex stimulation. When the implantable neurostimulator (ins) was programmed and amplitude was increased, the patient had a seizure. The reporter indicated that the physician was going to observe the patient for a few hours in the emergency room (ER). If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Device used for off-label indication. The indication device used for was motor cortex stimulation. Product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3587a25, lot # n339611, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n329105, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n329105, implanted: (B)(6) 2012, product type lead; product ID 3587a25, lot # n329105, implanted: (B)(6) 2012, product type lead. (B)(4).